Manufacturer narrative:
Additional information was received that the patient's lead splitter connector heads were buried in the pocket site which became bothersome. The patient underwent a revision procedure wherein the pocket site was opened and the lead splitter connector heads were relocated to a different area. Additional suspect medical device components involved in the event: model #: sc-3400-30, serial/lot #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient underwent pocket revision for unknown reason.

Event description:
A report was received that the patient underwent pocket revision for unknown reason.

Manufacturer narrative:
.